Event description:
The customer stated clear liquid leak onto the counter while running samples. No system error messages were generated. The customer was wearing gown, gloves, goggles. No one got splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No patient results or treatment was affected.

Manufacturer narrative:
The field service engineer (fse) found that qd9-2 (quick disconnect) to the lower flow cell sheath output had come loose. He reconnected the tubing that fixed the leak and the unit is operational. No erroneous results were generated in connection with this event. Upon recur the failure mode identified; it is likely to cause un-flagged, flagged and or non-numeric results for diff/retic parameters due to loose tubing at lower flow cell sheath output that interfere with proper rinsing of the lower section of the flow cell. (B)(4).